Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported that a connection issue occurred between a twin bag and a transfer set during use. There was patient involvement, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample was received by baxter. A visual inspection was performed with no issues noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined.